Event description:
It was reported by the rep the device was used during a thoracoscopy bleb resection. It was reported the surgeon fired the tsb35 stapler and found staples did not form. Surgeon then reloaded the same stapler and staples did form. The surgeon took pictures with the laparoscope camera and those are included with the device. There was no consequence to the pt.